Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per complaint details, a revision was performed due to a clunking in the knee. Reportedly, it was noted intraoperatively that the insert notch was broken off in the knee joint and the poly along with the broken piece was removed and replaced by a s+n constrained insert. No other complications were reported. The requested medical documentation had not been provided as of the date of this evaluation. The clinical root cause of the reported event could not be concluded. The patient impact beyond the reported clunking sensation and revision itself could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of complaint history did not revealed additional complaints for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or excessive forces applied to implant. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka had been performed, the patient felt a clunking in his knee. A revision surgery was performed to address the adverse event; during surgery it was found that the insert notch broke off in the knee joint. The poly along with the broken piece was removed and replaced by a constrained insert. The patient outcome is unknown.